Manufacturer narrative:
A review of ticket trending and lot search did not identify atypical complaint activity related to the issue under review. Testing was completed using retained kit of reagent lot 32194m500. Acceptance criteria were met, which indicates acceptable product performance. The patients serum sample was returned for evaluation and dilution linearity testing was performed and showed the dilutions did not dilute linearily indicating a potential interfering substance in the return sample. A malfunction was not identified as the falsely elevated result was for a discreet patient sample and the evaluation of the return serum sample indicated a possible interfering substance; which is addressed in the product labeling. Based on this investigation, it is concluded that the architect ca 19-9xr assay is performing acceptably.

Event description:
The account questioned depressed architect ca19-9xr results on a patient (B)(6) which were lower than linearity upon repeat with dilution. Initially, the patient tested architect ca19-9xr >1200 u/ml neat. The sample was repeated on autodilution with a result of 766.99 u/ml. Using two samples from the patient on two analyzers, the account repeated the samples several times with results of >1200 u/ml neat. Autodilution generated results of 600.95, 627.10, 655.40, 619.75, and 630.75 u/ml. Manual dilution of 1:10 generated results of 742.1 and 775.3 u/ml. Additional manual dilutions generated architect ca19-9xr of 2393.2 u/ml (1:2), 2465.8 u/ml (1:4), 2666.45 (1:5), 1380.8 u/ml (1:8). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier did not contain enough spaces. The complete patient identifier is (B)(6) . This report is being filed on an international product list 02k91-20, that has a similar product distributed in the us, list number 02k91-27. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. An evaluation is in process.